Event description:
It was reported that allegedly the legs of an ivc filter failed to open once the filter was deployed within the ivc. The filter was successfully removed from the pt and another filter was implanted without incident. The same access site was used. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned for eval and the investigation is currently underway.